Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and pacing impedance measurements high within normal limits. Technical services (ts) was consulted and noted the impedances exhibited a gradual rise. Additionally, it was noted that the rv lead exhibited insulation damage four inches away from the header of the device. The medical doctor opted to not use a repair kit for the lea. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.